Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that an asymptomatic patient presented to the clinic with noise on their atrial lead. Healthcare provider was unable to reproduce the noise using exercises. Atrial sensitivity threshold was reprogrammed to address the issue and patient will continue to be monitored. Patient was stable after the event.